Event description:
Event description cpi received information that during a routine replacement procedure a transvenous defibrillation problem was identified during defibrillation threshold testing. Two devices were attempted to be implanted and high and low impedance fault codes were excountered by the device. The physician elected to cap the lead and not implant any device.